Event description:
Report received of an unrestricted flow during a product demonstration. The customer contact reported that after the primed tubing set was loaded into a plum pump and the door was closed, fluid was noted to be dripping in the drip chamber and from the distal end of the tubing set in a "slow" continuous manner. After the tubing set was removed from the pump and the nurse verified that the flow regulator of the cassette was in the closed position, fluid was still noted to be dripping in the drip chamber and from the distal end of the tubing set. Though requested, no additional information was provided.